Manufacturer narrative:
On an unreported date in 2016 (reported as a dozen days ago), the patient experienced peritonitis. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was not reported. At the time of this report, the patient had not received any treatment and had not recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.